Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty connecting to the mobile power unit (mpu) due to a damaged connector was confirmed via the returned mobile power unit analysis. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis to the european distribution center (edc) and was evaluated and repaired on (B)(6) 2021. Visual inspection of the returned mpu revealed that the threads on the black and white power cable connectors were damaged. The mpu was functionally tested with a test system controller and mock circulatory loop, and the damaged thread did not affect the mpu's ability to provide power to the system. Due to worn threads on the mpu's patient cable connectors, the patient cable was replaced, and preventative maintenance was performed. A complete functional checkout was performed, and the mpu passed all tests. The cause of the thread damage was unable to be determined through this analysis. The repaired unit was returned to the customer site. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped on 11oct2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that it was difficult for the patient to make a connection with the controller connectors onto the screw thread of the mobile power unit. The threaded connection is stiff. Related MFR #2916596-2021-06267.